Event description:
It was reported that there was difficulty removing the stent delivery system (sds), resulting in additional intervention. A carotid wallstent 10.0x3 was selected for use in a carotid stenting procedure. The stent was deployed without notable issues. During removal of the stent delivery system (sds), the product had difficulty sliding along the filter guide, resulting in displacement of the filter. To remove the sds, the physician had to apply an unusual force using a torque device. There were no patient complications as a result of this event.